Manufacturer narrative:
Evaluation results: it was observed that one adult vamp system was received for evaluation. Our evaluation found that the tubing was completely detached from the solvent bond joint at the reservoir. Adhesive is visible over most of the tubing bond area, but appeared to be thin. Further observation revealed that the detached tubing was bent near the bond joint. The tubing outer diameter measurement was .144" which was within engineering specifications of .144" + -.002".

Event description:
It was reported that there was a line detachment at the vamp reservoir during use. Reportedly, there were no pt complications or injuries.